Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter was confirmed. The product returned for evaluation was one 10 cm catheter luer with a small section of catheter attached from a 20 ga powerglide pro. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a needle. The returned product sample was evaluated and a break in the catheter was observed just distal of the luer. Use residues were observed along the returned sample. Microscopic examination of the catheter break of confirmed it was typical of contact with a needle, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on the bevel of a needle. ¿ the fracture edges were sharply formed and had planar (flat) surfaces ¿ the damage also contained the overall shape of a chevron 'v'. This shape is common to many needle bevels, and this shape is often transferred onto the catheter when punctured by a needle. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, broken catheter on removal due to no reflux. An attempt is made to cannulate a powerglide midline catheter (10cm) by ultrasound-guided puncture in the basilic vein of the esd. Once the catheter is in place and I see that it is not refluxing, I proceed to remove it due to doubts about its correct placement. In doing so, the external part of the catheter device is detached and remains inside the patient's extremity. The patient required surgery to remove the ruptured catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, broken catheter on removal due to no reflux. An attempt is made to cannulate a powerglide midline catheter (10cm) by ultrasound-guided puncture in the basilic vein of the esd. Once the catheter is in place and I see that it is not refluxing, I proceed to remove it due to doubts about its correct placement. In doing so, the external part of the catheter device is detached and remains inside the patient's extremity. The patient required surgery to remove the ruptured catheter. No other information was provided.